Event description:
Additional information was received that ra lead damage was suspected but this was not confirmed. X- ray imaging was performed; no anomalies were noted.

Event description:
During a follow up, far r oversensing, decreased sensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable.